Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2023 due to a driveline infection that resulted in multiple debridement and ultimately led to a transplant on (B)(6) 2023. Drainage and cultures for proteus and resistant pseudomonas were identified and the patient was treated with intravenous antibiotics and multiple wound debridements. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.